Event description:
The caller reported that their pump battery would not charge and the pump screen was dark, failing to turn on. There was no adverse impact on the customer's blood glucose level as it was within the specified range. Technical support instructed troubleshooting steps including using different charging equipment and ultimately decided to replace the pump since the issue persisted.